Event description:
During preventative maintenance of the device, the user reported the knob on the module was broke and continuously rotated at both ends. No other details regarding the nature of the event were provided. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.